Manufacturer narrative:
Pt gender and event date: the initial report inadvertently reported this information incorrectly.

Manufacturer narrative:
Initial reporter's country: the initial report inadvertently reported this information incorrectly.

Event description:
Additional information was received stating that the vns patient¿s explanted generator was being returned. The explanted generator was returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
No known reimplant has occurred to date.

Event description:
It was reported the patient was re-implanted with a m103 generator on (B)(6) 2016. The original electrode was still in place and used. The patient is doing well and there is no infection at the generator site.

Event description:
It was reported the patient once again became infected and had her generator removed. This investigation for this infection and explant is captured in MFR. Report 1644487-2016-00771.

Event description:
Analysis of the generator was completed on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient presented with a fever about 15 days following surgery. It was reported that the patient was currently hospitalized and on antibiotics for 21 days. The surgeon was called for evaluation. Further follow-up revealed that the patient's incision was washed with antibiotics and that the patient was still hospitalized under observation. It was reported that the patient's general condition is good. Cultures were positive for staph aureus. No additional relevant information has been obtained to date.

Event description:
It was reported that the patient underwent generator explant due to the infection. It was reported that the patient is "fine" and reimplant is planned in the future.